Manufacturer narrative:
Patient identifier = sid= (B)(6). There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6p06-55 that has a similar product distributed in the us, list number 6p06-60.

Event description:
The customer observed (B)(6) alinity s anti- hbc results on multiple patients. The results were provided: on (B)(6) 2020 sid (B)(6) anti-hbc result=(B)(6)/repeated anti-hbc result=(B)(6), sid (B)(6) initial anti-hbc result=(B)(6)/ repeated anti-hbc result=(B)(6), sid (B)(6) initial anti-hbc result=(B)(6)/repeated anti-hbc result=(B)(6). There was no reported impact to patient management.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity s anti-hbc lot 09227be00 identified normal complaint activity there are no trends for the product related to patient results. A returned reagent kit cartridge from the customer was tested to determine the cysteamine hydrochloride content. Despite sample stress due to testing, storage and transport conditions the content of cysteamine hydrochloride remained within the acceptance criteria. Therefore, a reduction of the concentration of cysteamine hydrochloride caused by a possible contamination of the sample can be excluded. Additionally, a retained kit of reagent lot 09227be00 was tested for specificity with a human negative population panel and the data shows that the specificity performance of lot 09227be00 is not compromised. Customer sample returns did not pass the acceptance criteria confirming the elevated sample specific results. While the results of the return samples replicated the events experienced at the site, indicating a sample subset interaction, the negative control in the study met all protocol criteria and product requirements. As the negative control is designed as representative of the expected negative donor population, the system is performing as intended and product requirements are being met. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lots were investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Manufacturer narrative:
This follow-up MDR is being submitted because this event involved an international product: alinity anti-hbc, list 06p06-55 which a field action, fa02sep2020 has been taken. There is no impact to the us similar product: list 06p06-60 and no further mdrs will be required.